Manufacturer narrative:
Return qty 1, 25051, 30k fsi-pwr-1000 fg-74, 00134853 bul per manufacture date. Test method / gp005-wi02, inductance: gauge ID# 5349 due: 12/31/2026 result 3.25, meets spec, does not meet spec, n/a. Tip condition: - meets spec, does not meet spec, n/a. Stack condition, meets spec, does not meet spec, n/a. Tested on: g130 gage ID# 9626-2 due date: 03/31/26 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec, does not meet spec, n/a. Spray: meets spec, does not meet spec, n/a. Water leak: hp sealing ring, proximal ring, distal ring. Seam leak, n/a. Vibration: - meets spec, does not meet spec, n/a. Grip condition: meet, does not meet spec, n/a. Other visual observation: insert is good, no fault found. Insert was tested on a digital thermometer i.d.# 6116a. Due date: 09/30/2026. The temperature was 84.7 °f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per pds-8016 (rev.6). Alleged event: confirmed, not confirmed.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-pwr-fg-1000 insert, pkd allegedly the water will only spray in a wide band with no drip with soaking the patient. When the water is turned down the tip gets hot. No injury occurred.